Event description:
It was reported by the patient that the recharger (insr) screen went blank and then it started beeping. As a result, the patient couldn't charge their implanted neurostimulator (ins). The patient tried charging the recharger, but it was still unresponsive. During the call, the agent had the patient reset the recharger. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they lose connection quite often when charging the ins. The patient noted that they lose connection if they move. The patient requested adhesive discs. The agent sent an email to customer service to request adhesive discs. No symptoms were reported.

Manufacturer narrative:
Section d10 references: product ID: 37651, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.